Manufacturer narrative:
This event was originally included as part of the field action in an effort to be conservative during the investigation phase of the CAPA. Upon further review of this complaint, it was determined there was no allegations of the elective replacement indicatory (eri) window being shorter than expected therefore this event is deemed no longer reportable for fsca # 1627487-06/07/24-001-c.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost therapy due to device reaching end of service (eos) from elective replacement indicator (eri) sooner than expected and replacement surgery was required to restore therapy.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) late elective replacement indicator message advisory notice issued by abbott on 3 may 2024.